Event description:
The manufacture was contact in reference to the voluntary field safety notice/recall notification related to sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted error codes e063 (err_stuck_knob_key), e031 (err_motor_vbus_high_blower_off), and e012 (err_background_wdog_no_card) and had dust fail. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.